Event description:
On (B)(6) 2014, a distributor contacted animas alleging that a pump was unable to prime. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded loss of prime events and a load step malfunction. No loss of prime was observed during the course of investigation. The force sensor reading was within specification. When the force sensor was removed from the pump for examination, a pin on the force sensor connector was loose and fell off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).